Event description:
A kinked swg was rec'd along with samples for two other complaints from this hospital. The hospital was contacted concerning the add'l unraveled swg that was rec'd but has been unable to provide any info surrounding the details of the event.

Manufacturer narrative:
(B)(4).